Event description:
It was reported that the alarm 77 occurred during maintenance procedure and t4 dropped to 0 °c in an arctic sun device. Per sample evaluation results on 09dec2025, chiller molded tube was found to be cut one-inch short outside of the depot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. T4 dropped to 0.0, unplugged chiller to complete decontamination. Alarm 77 (non-recoverable system error) due to failed chiller. Replaced chiller assembly. Chiller molded tube was found to be cut one-inch short outside of the depot. Replaced chilled molded tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.